Event description:
Resident was found at 5:55 in the morning with ventilator circuit disconnected from trach, as well as exhaust tube disconnected. The companion 2801 ventilator was witnessed to still be cycling with no alarm. Resident was found lying in bed with no respirations, no pulse, and cold to touch.